Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the morning following the pacemaker implant procedure, the patient coded and resuscitation efforts were administered. Following the code, loss of capture was observed in the right ventricle (rv) , however the patient still had an underlying conduction. The patient was brought down to the cath lab for a lead revision and fluoroscopy revealed the rv lead was located in the inferior vena cava. The lead was repositioned back to the rv apex with no issue. It was then observed that atrial sensing looked poor (0.5 mv). A new atrial lead was attempted for implant, however the patient coded again and died. It was noted that prior to the revision, the patient's labs were poor. She developed metabolic acidosis and was on a respirator. The field representative confirmed the leads did not perforate the patient and there were no allegations against the device system or that the dislodged lead contributed in any way to the patient's death. The patient was reportedly in poor health condition prior to the initial implant, as well as before the revision was attempted. The leads were not returned.